Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, right atrial (ra) and right ventricular (rv) lead presented to the hospital with a fever, dyspnea and hypoxia. Blood cultures were taken and noted the patient developed an infection. The patient was admitted to the hospital and intravenous antibiotics were administered to treat the infection. The patient was released from the hospital 12 days later. This product remains in service. No additional adverse patient effects were reported.